Event description:
It was reported the patient had a severe infection with a lot of pus around. The infection had led to an operation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the healthcare professional indicated this was not really an adverse event, but a surgical complication. The event was not due to the device, but due to the device being implanted.

Manufacturer narrative:
(B)(4)